Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection at the back of her head (specific date not reported). The external device was removed as per clinical suggestion during the infection treatment (treatment details not reported). The implanted device remains.

Event description:
It was reported that the recipient completed oral antibiotic treatment with keflex and still using triple antibiotic ointment each day on skin at ci site. As per the recipient's daughter, recipient's skin is much better and would like to start wearing her ci again asap.

Manufacturer narrative:
It was reported that the recipient completed oral antibiotic treatment with keflex and still using triple antibiotic ointment each day on skin at ci site. As per the recipient's daughter, recipient's skin is much better and would like to start wearing her ci again asap. This report is submitted on october 28, 2019, by cochlear limited.